Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2019, it was reported that the air leaks out between the handle and hose. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome by flextronics on (B)(6) 2019 revealed that the needle bearing was defective, the swivel pin was missing, and the seal was damaged. The calibration was out of specifications at the zero setting only. The motor speed was below specifications and the control bar was not in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the reciprocating arm, needle bearing, motor, and swivel. Air dermatome, serial number 107032, was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had a damaged seal in the swivel, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the reciprocating arm, needle bearing, motor, and swivel were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was checked prior to the surgery and it was found that the air leaks out between the handle and hose. There was no patient involvement or delay reported. No adverse events were reported as a result of this malfunction.